Event description:
It was reported that the patient received shocks and there was oversensing as evidenced by the short interval count being greater than 3000. In addition, during the control test noise was seen. Normal values of the leads were measured. The detections were programmed off and the patient was hospitalized for explant of the lead. During the procedure the lead was cut from the coil. The physician had to complete the explant procedure via hear surgery. During the explant of the lead the implantable cardiac defibrillator device body was damaged. A new lead and device will be implanted after the surgery. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received shocks and there was oversensing as evidenced by the short interval count being greater than 3000. In addition, during the control test, noise was seen. Normal values of the leads were measured. The detections were programmed off and the patient was hospitalized for explant of the lead. During the procedure, the lead was cut from the coil. The physician had to complete the explant procedure via heart surgery. During the explant of the lead the implantable cardiac defibrillator device body was damaged. A new lead and device will be implanted after the surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): we did receive performance data collected from the device (B)(4) and have analyzed the data. Over sensing was observed. There were thirteen ventricular non sustained tachycardia less than 196 ms on (B)(6) 2011 in the timeframe between 02:24:05 and 04:04:50. In addition, there were fourteen ventricular fibrillation episodes less than 210 ms average v-cycle between (B)(6) 2007 12:20:39 and (B)(6) 2011 04:08:27. Interference/noise also was observed. The ventricular short interval count was equal to 462.7 counts avg/day, in 7.23 days, between (B)(6) 2011 02:23:39 and (B)(6) 2011 07:51:18. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received shocks and there was oversensing as evidenced by the short interval count being greater than 3000. In addition during the control test noise was seen. Normal values of the leads were measured. The detections were programmed off and the patient was hospitalized for explant of the lead. During the procedure the lead was cut from the coil. The physician had to complete the explant procedure via heart surgery. During the explant of the lead the implantable cardiac defibrillator device body was damaged. A new lead and device will be implanted after the surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and proximal conductor fractured. It was noted that the defibrillation coil was distorted and fractured, there was blood/body fluid on the proximal conductor (not obstructed), the distal conductor fractured due to overstress, the defibrillation conductor was fractured due to overstress, the outer tubing was kinked/buckled, the outer tubing overlay has cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation was breach cut, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): we did receive performance data collected from the device (B)(4) and have analyzed the data. Over sensing was observed. There were thirteen ventricular non sustained tachycardia less than 196 ms on (B)(6) 2011 in the timeframe between 02:24:05 and 04:04:50. In addition, there were fourteen ventricular fibrillation episodes less than 210 ms average v-cycle between (B)(6) 2007 12:20:39 and (B)(6) 2011 04:08:27. Interference/noise also was observed. The ventricular short interval count was equal to 462.7 counts avg/day, in 7.23 days, between (B)(6) 2011 02:23:39 and (B)(6) 2011 07:51:18. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): we did receive performance data collected from the device (B)(4) and have analyzed the data. Over sensing was observed. There were thirteen ventricular non sustained tachycardia less than 196 ms on (B)(4) 2011 in the timeframe between 02:24:05 and 04:04:50. In addition there were fourteen ventricular fibrillation episodes less than 210 ms average v-cycle between (B)(4) 2007 12:20:39 and (B)(4) 2011 04:08:27. Interference/noise also was observed. The ventricular short interval count was equal to 462.7 counts avg/day, in 7.23 days, between (B)(4) 2011 02:23:39 and (B)(4) 2011 07:51:18. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.